Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the devices battery. Low voltage capacitors are used in the devices high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this devices battery faster than normal.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected. Although based on data analysis, no low voltage fault was recorded on this device, the device battery was depleting in a manner consistent with the low voltage capacitor advisory. This product was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.